Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv ½ ag/ab combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The available evidence suggests that the device is performing within labeled claims.

Event description:
A customer reported (B)(6) results with the alere determine hiv 1/2 ag/ab combo. There is insufficient information to determine if a malfunction occurred. The patient(s) gender, pregnancy status, treatment and patient outcome were unknown. The exact number of patients and the date of occurrence(s) are unknown. Attempts to gain additional information were not successful.